Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of two device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering determined that all components met specification. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: the needle kept falling out of the endostich. Three different reloads were used and could not get it to stay. The device was used in patient. There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was delayed by more than 30 minutes, but the delay did not affect the patient.